Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/01/2019. The manufacturer's field service engineer confirmed the reported problem in the device's event history, but could not reproduce the issue. The manufacturer's field service engineer ran testing on the device, and it was found to be working properly, and all readings were within specifications.

Event description:
The customer reported a ventilator with an alarm indicating no oxygen inlet pressure. This event was reported to have occurred during clinical use - there was no allegation of harm associated with this report.